Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced blood glucose (bg) level of 500 (mg/dl). A manual injection was administered to address bg level. Reportedly, the contact alleged that the pump was not delivering insulin fast enough. Multiple attempts were made by tandem technical support to obtain additional information and perform troubleshooting; however, the customer did not respond.